Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, partially detached retainer ring, serial number label peeling at the bottom, cracked middle (enter) keypad button, keypad overlay texture damage. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test, however, returned a pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following related alerts/alarms around the event date: 100=bolus not delivered @ 01/29/2021-3 errors, 01/30/2021 09:49:56.000, and 02/02/2021 20:16:46.000. The adapt tool confirms pump error 63 (variableinfo = 3) @ 10/12/2021 19:28:51 and 04/25/2022 06:57:06. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of under delivery was not confirmed during testing. The pump error 63 (variableinfo = 3) is due to a broken trace at u1 pin6 located on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 33.3 mmol/l at the time of the incident. Another blood glucose level was 6.7 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.